Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all of key contacts. Unrelated to the keypad issue, evaluation revealed dim, discolored display screen. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. The keypad buttons were intermittently unresponsive and there was contamination evidence of contamination found under all of key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.